Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen did not update when the customer attempted to calculate a bolus. The customer navigated again to the bolus menu, input requested units for a bolus and successfully delivered the bolus. There was no adverse impact to the customer¿s blood glucose level.